Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the error e116 can be traced to central processing unit (cpu) failure, and the cause of errors e117 and e118 can be traced to failure of the mother board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited e116, e117, e118, central processing unit (cpu) failure and motherboard failure. There was no patient involvement.